Event description:
It was reported that the ilet user experienced both high and low glucose, including a reported continuous glucose monitor (cgm) low of 41 mg/dl and a high of 381 mg/dl. After changing the ilet weight setting from 164 to 150 based on peer advice and announcing a dinner as ¿more than,¿ followed by a bedtime snack; troubleshooting focused on meal announcements and treating low glucose, and the device did not generate a low alert per the user, indicating a usage-related issue rather than a device malfunction, with the relevant device component being the user interface. Symptoms included hypoglycemia and hyperglycemia without reported physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure related to meal announcements and parameter adjustments, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.